Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined that the comb was damaged and the footpads were discolored. The footpads and comb were replaced and resolved the reported issue. It was noted that the device has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device has been out use for some time in storage. The customer has no information of fault but has confirmed no patient was harmed. The event did not occur during surgery. Evaluation of the device later revealed the device had a damaged comb. No adverse events were reported as a result of this malfunction.